Manufacturer narrative:
The impella cp has not been return by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the left femoral for post-cardiotomy cardiogenic shock (pccs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the physician suspected lower limb ischemia during impella support. An anterograde sheath was inserted to improve lower limb blood flow. An escharotomy was performed on (B)(6) 2021 because there was increased in tension and creatine kinase (ck) in the lower limbs; however, there was no ck peak observed. It was noted that lower limb blood flow was observed after treatment. No further information was provided.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2021-01065 was provided in sections b5, d6a, d6b, and h6. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. This report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR 1220648-2021-01065 was provided in sections b1, b2, g1, and h1. The initial MFR was reported as a serious injury. After review of additional information, it was determined the impella could not be disassociated from the patient's outcome of death.

Event description:
It was reported on (B)(6) 2021 the patient was taken to the operating room for a thoracotomy that was performed due to suspected cardiac tamponade. No information was provided on cause of the suspected cardiac tamponade. After hemostasis was achieved, there was bleeding and a hematoma which was removed from the anastomosis site of the bypass. It was noted that the patient had been heparinized for impella use, and heparin was reduced after bleeding was noted. Due to circulatory failure following the bleeding and thoracotomy, venoarterial extracorporeal membrane oxygenation (va ECMO) was cannulated for additional hemodynamic support. After the patient returned to the ICU, it was reported there were alarms for the position signal is unstable on the impella. The p level was lowered to 2 and the position was verified with an echocardiogram. It was suspected the pump was refluxing from the outlet, and it was reported the patient was too unstable for replacement. Due do the positioning alarms and suspected flow issues the pump was removed. The patient's condition was critical, and it was decided to monitor the patient while they remained on va ECMO. It was reported the patient expired 3 days after explant of the impella. It was reported the patient's circulatory dynamics were poor prior to the insertion of impella, and there was no improvement even after impella was inserted and no change after removal of the impella. It was unknown what caused the patient's cause of death, however it was stated it was possibly related to the impella.